Manufacturer narrative:
Concomitant products: baxter 100ml bag of 0.9% nacl injection, (B)(4), lot p350132, exp 11/17; baxter 250ml bag of trastuzumab (herceptin) 561mg in 0.9% nacl injection, (B)(4), lot y018325, exp oct 2017, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the bonded connection between the tubing and the texium connector during a secondary herceptin infusion of 561 mg at 553.4 ml/hr. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the bonded connection between the tubing and the texium connector was not confirmed. No anomalies or were noted upon visual inspection. Functional and pressure testing revealed no leaks in either set. The root cause of the reported leak was not determined.

Event description:
The customer reported leaking at the engagement of the secondary tubing and bonded texium luer after an infusion of herceptin 561 mg at 553.4 ml/hr. There was no specific patient harm, however the patient did not receive all of the ordered dose of chemotherapy.